Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the power switch did not work properly (broken) because it was stuck in the on position. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: broken power button, and software version 1.06 is recommended to be updated to 4.10. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video processor had power button broken. There were no reports of patient involvement.